Manufacturer narrative:
The lot number for each of the malfunction was provided and a lot history review was performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for the fracture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu10lpt drainage catheter allegedly experienced fracture. This information was received from various sources. Each of the malfunctions involved a patient with no known impact to the patient. One patient was a (B)(6) female weighing (B)(6); the other patient was a (B)(6) female, weight not provided.